Event description:
It was reported that upon opening the kit in the emergency room, the md found the j-tip area of the swg was found bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).